Event description:
A valiant captivia stent graft was implanted to treat a dissection during a tavi procedure on (B)(6) 2023. The procedure was completed as the patient had a failed heart valve. It was reported prior to the implant of the valiant stent graft, no pre/post dilation was performed. A non mdt wire and evolut 29 device were used. 2 or 3 readvances over the arch was performed due to commissural misalignment with 1 recapture. Final gradient of 7 mmhg, no pvl/ ai. An aortic arch dissection occurred. A valiant captiva graft was deployed in an effort of slowing the bleed. The dissection caused a decompensation of the patient that could not be reversed in a timely manner and the patient expired. It was reported the aortic arch dissection was most likely caused by the passing of the evolut fx delivery system through the anatomy. The conclusion by the implanting team is that the main injury occurred before the valiant graft was implanted and the patient was not able to recover by the time this step was taken.

Manufacturer narrative:
Film evaluation summary: the cause of the aortic dissection leading to the patient's death could not be determined from the limited films provided. Procedural angiogram videos showing the guidewires and delivery system of the aortic valve or valiant captivia being introduced into the patient were not available for review and the exact moment when the dissection occurred could not be assessed. It is possible that the patient's highly angulated aortic arch may have contributed to possible positioning difficulties of the valve which may contributed to the reported dissection, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.